Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was not impacted for the past occlusion alarms; current bg level was 105mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Tandem technical support discussed temporary blockages with the customer. The customer reported the pump would continue to be used for insulin therapy.